Manufacturer narrative:
(B)(4). The device was not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the clip actuation issue. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report that the clip partially opened during deployment. It was reported that this was a mitraclip procedure performed to treat mitral regurgitation with an mr grade of 3+. The mitraclip delivery system was advanced to the mitral valve. The leaflets were grasped and mr was reduced to 1+. During clip deployment, after the clip released from the delivery catheter it was noted that the clip had opened to 45-50 degrees and mr increased to 2+. A second clip was implanted medial to the first clip without any issues to reduce mr and to stabilize the first clip. Mr was reduced to 1+. There were no adverse patient effects and no clinically significant delay during the procedure. The patient is stable. No additional information was provided.